Manufacturer narrative:
For one of the pending events, the investigation determined the service actions resolved the issue. The follow-up actions were that the field service representative checked all parts of the instrument, ran a performance test with acceptable results, and performed decontamination on the system. For the other pending event, an interfering factor was detected in the patient sample. Product labeling for the assay states " in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."

Manufacturer narrative:
For 1 event, the investigation did not identify a product problem. The cause of the event could not be determined. For 2 events, the investigation is ongoing. The follow up actions for 1 event was that the sample was requested for investigation but could not be provided. There were no follow up actions for 2 events. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
Questionable high results were generated by the elecsys ft3 iii assay on 2 cobas 6000 e 601 modules and a cobas e411 rack analyzer. The events involved a total of 3 patients. One patient age was (B)(6). The other patient's ages were requested but were not provided. One patient weight was (B)(6). The other patient's weights were requested but were not provided. There were 2 females. The other patient's gender was requested but was not provided. The patients' races were requested but not provided. The patients' ethnicities were requested but not provided.